Event description:
It was reported that the device had possibly flipped but this could not be confirmed since the patient refused to get an x-ray. A flipped device would explain the difficulty in charging the patient had experienced. The patient's stimulation worked great and she was able to use the programmer and get 2 bars when recharging.

Manufacturer narrative:
(B)(4).